Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tool burr wobbles due to damage/breakage of the distal bearing. It was noted that the tube extension/contraction mechanism does not lock into position and deterioration of the marking was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that motor generates abnormal heat during use and abnormal operating sound was observed. No patient impact was repor ted. Additional information was received stating that broken bearings were found during evaluation.